Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided . Root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the cleaning brush broke off into one of the channels on the endoscope. The endoscope was cleaned, processed and sterilized. It is not known nor reported at the time of processing that the end of the brush had broken or was inside the channel. The endoscope was then used in a procedure on a patient, it was during back flushing and suctioning that the end of the cleaning brush was found. There was no patient harm. No additional information received.